Event description:
On april 8, 1997, patient was prepared for prostate surgery. Under general anesthesia, five devices were placed perineally into the prostate using the stick mode (this allows the probes to remain in place until the freeze cycle is initiated. Surgeon was unable to visualize prostate with ultrasound. Ultrasound equipment was changed and still unable to visualize. During the entire time the patient was under general anesthesia in the stick mode. Patient o2 sat dropped, blood pressure dropped with complete heart block. Surgery cancelled and patient taken to ICU. Chest x-ray showed gas within retroperitoneum, pelvis and soft tissues. Patient stabilized.